Event description:
Customer reported meter results of 330 mg/dl and 153 mg/dl within 10 minutes on the compact plus system; also 238 mg/dl and 543 mg/dl within 10 minutes, 226 mg/dl within 10 minutes of 543 mg/dl. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the sys, replacement was sent.